Manufacturer narrative:
The pump was returned to animas. Evaluation revealed that the force sensor plate housing was damaged. The pump was primed successfully and exercised with no alarms occurring. Review of the pump history revealed loss of prime alarms.

Event description:
Evaluation revealed that the force sensor plate housing was damaged.